Event description:
As it was reported by the affiliate, when the product was opened, the catheter body near the tip was found deformed (dented), and the under layer (dark gray) of the catheter could be seen. It was noted that there was a very small piece of the outer layer missing. The product has been received and preliminary analysis states that there was a cut at the tip. The product was not used in the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.